Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the reported patch was a non-sjm device.

Event description:
Additional information received indicates the patch was a non-sjm device.

Manufacturer narrative:
(B)(4).

Event description:
During a vt ablation procedure, a burn occurred. Following ablation, a burn was noted on the back of the patient.